Event description:
It was reported that an infection was found at the patient¿s old generator site. When the patient's new generator was implanted, the surgeon created a new pocket for it. The old pocket is what became infected after surgery. Therefore the doctor did not move, or explant the current vns device, and instead cleaned the old pocket and closed the patient back up. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date.